Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument pitch up cable was broken at the distal clevis hub. The broken cable segment that contained the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's pitch cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during the reprocessing of a da vinci pk dissecting forceps instrument, the cable on the instrument was observed to be broken. No patient harm, adverse outcome or injury was reported.